Manufacturer narrative:
The product was returned along with the insertion kit items. The balloon was returned folded and inside the t tray. There were no signs of blood and a kink was seen at 10.9 inches from the iab tip. The evaluation confirms the presence of a catheter tubing kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-2019 through jul-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00355, a kink was found that was unrelated to the reported silicone migration (condensation) failure mode. There was no patient involvement.